Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During ischemic ventricular tachycardia (isvt) ablation procedure with a qdot micro catheter, the patient experienced heart block. Initially, the report indicated that the carto 3 system displayed a force sensor error (error 106) upon connection of the qdot catheter. The cable was replaced without resolution. The qdot catheter was replaced and the issue was resolved. The procedure continued. The faulty qdot catheter was brand new. Then, during cardiac ablation procedure with the replaced qdot catheter, the patient experienced heart block. During ablation, it was recognized that the patient was in junctional rhythm. The issue was confirmed by observing the signals displayed on the carto 3 system and the recording system when the physician came off ablation. The adverse event was noticed at the last burn. The patient was being paced both through the atrial lead and the ventricular lead. The patient was originally only paced through the atrial lead. No further medical intervention was provided, and the patient was stable. The physician¿s opinion on the cause of this adverse event was that they were aware they ablated in an area that could negatively affect the patient¿s conduction. The physician and the fellow communicated multiple times before the adverse event (ae) occurred. The physician stated the ae occurred because of the location of where they ablated, but it was anticipated as a potential outcome based on the area they had to ablate. The intervention provided was existing implantable cardioverter-defibrillator (ICD) device was programmed to pace the ventricle. Device was pacing atrium prior to procedure, after ae ablation device was also pacing ventricle. The outcome of the adverse event was unchanged. The patient did not require extended hospitalization. Additional clarifying information indicated that it was not an atrioventricular node (avn) ablation, it was a ventricular tachycardia (vt) ablation. However, they ablated in an area where physician knew it could potentially result in heart block. Other relevant medical history includes: ICD implant, ef (ejection fraction) 35%, ischemic cardiomyopathy, history of ventricular tachycardia.